Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Around four months ago, the user started to report a constant buzzing sound coming from the internal device. Checks were carried out on the external equipment and programming changes were made, but these did not resolve the issue. The external components were replaced. Re-implantation is being considered.

Event description:
In (B)(6) 2025, the user reported a constant buzzing sound coming from the device. Checks were carried out on the external equipment and programming changes were made, but these did not resolve the issue. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Based on the received information from the field, bone growth over the reference electrode seems to be the cause for the observed issues. This is a final report.